Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During a cardiopulmonary bypass procedure, the central control monitor of the heart lung console displayed a message indicating loss of communication with the system computer. Control of pumps and safety sensors remained available through redundant local controls. There was no adverse consequence to the patient as a result of this event.